Event description:
Boston scientific received information that this right ventricular lead displayed low, out of range pacing impedances. The patient was brought into the office for follow up where high pacing thresholds and noise, which was oversensed, were observed. The patient underwent a lead revision procedure. The physician used minimal to moderate force and needed several turns of the lead after retracting the helix to remove the lead. The physician reported feeling resistance in the shoulder region when removing the lead. After the lead was explanted from the patient, the physician was able to confirm a break in the insulation near the clavicle/1st rib area of the patient. The lead was returned for analysis. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt for analysis, the complete lead was thoroughly inspected and analyzed. Detailed analysis performed revealed tri-lumen insulation damage approximately 28.5-30 centimeters from the is-1 pin which exposed conductors. Webbing damage to all three lumens was also noted. The damage appeared to be from localized compression. The damage was attributed to have been caused by entrapment of the clavicle/first-rib region. These laboratory findings could have contributed to the clinical observations.